Event description:
Customer advised ansell that while using a lifestyles brand condom the tip broke off inside her which caused an infection.

Manufacturer narrative:
Exemption number (B)(4) -ansell healthcare products llc is submitting this report on behalf of manufacture (unknown).